Event description:
This is a spontaneous case report received from a (B)(6) female consumer via letter (in which she holds company liable for the damage caused) in (B)(6) on (B)(6) 2016 who had essure (fallopian tube occlusion insert) placed in (B)(6) 2010 for sterilization. Consumer reported that, in (B)(6) 2010, she underwent a medical treatment in the hospital, known as the essure sterilization method. After this treatment, she developed several physical complaints. In the meantime consumer has had follow-up treatments and the xenobiotic material has been removed. Because of the complaints consumer is being impeded in her normal daily functioning and is suffering from injury. Follow-up information is expected. Company causality comment:this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and it was reported that the xenobiotic material has been removed. This case was considered potential legal case. This event, considered as device medical removal, was considered serious and listed in the reference safety information for essure. In this particular case, this case was reported with limited information. Although the exact reason for essure removal was not specified, a causal relationship between the reported event and essure therapy cannot be excluded and due to the surgical intervention this case was considered an incident. Further information and product technical analysis are being sought.

Manufacturer narrative:
Follow-up received on 25-aug-2016: ptc investigation result was provided. (B)(4). Quality safety evaluation of ptc: no sample available r this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known, possible, undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and it was reported that the xenobiotic material has been removed. This case was considered potential legal case. This event, considered as device medical removal, was considered serious and listed in the reference safety information for essure. In this particular case, this case was reported with limited information. Although the exact reason for essure removal was not specified, a causal relationship between the reported event and essure therapy cannot be excluded and due to the surgical intervention this case was considered an incident. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further information is expected.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('xenobiotic material has been removed') and apnoea ('apneu') in a 33-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced apnoea (seriousness criterion medically significant), fatigue ("fatigue / tiredness"), pain in extremity ("pain in upper legs"), scab ("crusts on head skin"), headache ("headache"), palpitations ("palpitations"), breast disorder ("mastopathy") and mood swings ("mood swings"). The patient was treated with surgery (essure has been removed). Essure was removed. At the time of the report, the medical device removal, apnoea, fatigue, pain in extremity, scab, headache, palpitations, breast disorder and mood swings outcome was unknown. The reporter provided no causality assessment for apnoea, breast disorder, fatigue, headache, mood swings, pain in extremity, palpitations and scab with essure. The reporter considered medical device removal to be related to essure. The reporter commented: patient consulted the general practitioner to discuss the complaints and was referred to a psychologist. Data of essure insertion are divergent, it were reported (B)(6) 2020 and (B)(6) 2010. Quality-safety evaluation of ptc: no sample available r this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known, possible, undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 9-mar-2021: primary reporter information was updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer, and describes the occurrence of medical device removal ('xenobiotic material has been removed') and apnoea ('apneu'). In a 33-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced apnoea (seriousness criterion medically significant), fatigue ("fatigue/tiredness"), pain in extremity ("pain in upper legs"), scab ("crusts on head skin"), headache ("headache"), palpitations ("palpitations"), breast disorder ("masteopathy") and mood swings ("mood swings"). The patient was treated with surgery (essure has been removed). Essure was removed. At the time of the report, the medical device removal, apnoea, fatigue, pain in extremity, scab, headache, palpitations, breast disorder and mood swings outcome was unknown. The reporter provided no causality assessment for apnoea, breast disorder, fatigue, headache, mood swings, pain in extremity, palpitations and scab with essure. The reporter considered medical device removal to be related to essure. The reporter commented: patient consulted the general practitioner to discuss the complaints. And was referred to a psychologist. Data of essure insertion are divergent, it were reported (B)(6) 2020 and (B)(6) 2010. Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 17-mar-2021, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer, and describes the occurrence of medical device removal ('xenobiotic material has been removed') and apnoea ('apneu'). In a 33-year-old female patient who had essure (batch no. 758632), inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criterion intervention required) and experienced apnoea (seriousness criterion medically significant), fatigue ("fatigue/tiredness"), pain in extremity ("pain in upper legs"), scab ("crusts on head skin"), headache ("headache"), palpitations ("palpitations"), breast disorder ("mastopathy"). And mood swings ("mood swings"). The patient was treated with surgery (essure has been removed). Essure was removed. At the time of the report, the medical device removal, apnoea, fatigue, pain in extremity, scab, headache, palpitations, breast disorder and mood swings outcome was unknown. The reporter provided no causality assessment for apnoea, breast disorder, fatigue, headache, mood swings, pain in extremity, palpitations and scab with essure. The reporter considered medical device removal to be related to essure. The reporter commented: patient consulted the general practitioner to discuss the complaints. And was referred to a psychologist. Data of essure insertion are divergent. It were reported, (B)(6) 2020 and (B)(6) 2010. Lot number#:758632, manufacturing date:2010-07, expiration date:2013-07. Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations, during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 29-jul-2021, quality safety evaluation of ptc. We received a lot number for this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('xenobiotic material has been removed') and apnoea ('apneu') in a 33-year-old female patient who had essure (batch no. 758632) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criterion intervention required) and experienced apnoea (seriousness criterion medically significant), fatigue ("fatigue / tiredness"), pain in extremity ("pain in upper legs"), scab ("crusts on head skin"), headache ("headache"), palpitations ("palpitations"), breast disorder ("masteopathy") and mood swings ("mood swings"). The patient was treated with surgery (essure has been removed). Essure was removed. At the time of the report, the medical device removal, apnoea, fatigue, pain in extremity, scab, headache, palpitations, breast disorder and mood swings outcome was unknown. The reporter provided no causality assessment for apnoea, breast disorder, fatigue, headache, mood swings, pain in extremity, palpitations and scab with essure. The reporter considered medical device removal to be related to essure. The reporter commented: patient consulted the general practitioner to discuss the complaints and was referred to a psychologist. Data of essure insertion are divergent, it were reported (B)(6) 2020 and (B)(6) 2010. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 20-jul-2021: a new reporter type (lawyer) and the essure lot number were received, patient´s initials were updated. We received a lot number for this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was initially reported by a consumer and the most recent information was received via regulatory authority dutch health care inspectorate (igz) (reference number: (B)(4)) and describes the occurrence of medical device removal ("xenobiotic material has been removed") and apnoea ("apneu") in a (B)(6) year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), apnoea (seriousness criterion medically significant), fatigue ("fatigue / tiredness"), pain in extremity ("pain in upper legs"), skin exfoliation ("crusts on head skin"), headache ("headache"), palpitations ("palpitations"), breast disorder ("masteopathy") and mood swings ("mood swings"). The patient was treated with surgery (essure has been removed). Essure was removed. At the time of the report, the medical device removal, apnoea, fatigue, pain in extremity, skin exfoliation, headache, palpitations, breast disorder and mood swings outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter provided no causality assessment for apnoea, breast disorder, fatigue, headache, mood swings, pain in extremity, palpitations and skin exfoliation with essure. The reporter commented: patient consulted the general practitioner to discuss the complaints and was referred to a psychologist. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 04-sep-2017 for the following meddra preferred term: medical device removal. The analysis in the global safety database revealed 721 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: no sample available r this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known, possible, undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 31-aug-2017: reporter information was updated and a new reporter was added. The events "fatigue", "apneu", "pain in upper legs", "crusts on head skin", "headache", "palpitations", "masteopathy" and "mood swings" were added. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Follow-up received on 04-nov-2016: no consent was received from consumer. Regulatory authority number was received ((B)(4)). Device similar incident listing: the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 04-nov-2016 for the following meddra preferred terms: medical device removal: the analysis in the global safety database revealed 439 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and it was reported that the xenobiotic material has been removed. This case was considered potential legal case. This event, considered as device medical removal, was considered serious and listed in the reference safety information for essure. In this particular case, this case was reported with limited information. Although the exact reason for essure removal was not specified, a causal relationship between the reported event and essure therapy cannot be excluded and due to the surgical intervention this case was considered an incident. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No consent from consumer was received. Therefore, no further information can be obtained.